Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The cause may have been lack of adequate sample; possibly due to a partially obstructed sample probe or a bubble in the pipetted sample. The sample had previously generated aspiration errors. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results on the alinity analyzer. The following data was provided: sid (B)(6) initial 115, repeat 130 mmol/l. There was no impact to patient management reported.